Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01017. It was reported that broken pin in white power cord connection was observed. A system controller exchange was performed. New battery clips were also given to patient due to unknown status of pin.

Manufacturer narrative:
Manufacturer¿s investigation conclusion the reported event of damage to the battery clip was not confirmed as the battery clip was not returned for evaluation. Multiple requests for additional information were made to obtain the lot number of the exchanged battery clips and to determine if the exchanged clips would be returned for evaluation; however, no response was received. The log file downloaded from the returned controller contained approximately 25.5 days of data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The data in the log file did not indicate any issues with the battery clips. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook describes how to care for and clean all equipment, including the 14v battery clips. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning the contacts on the 14v battery clips. Heartmate ii patient handbook and heartmate ii instructions for use explains how to use the various power sources to power the heartmate ii lvas, including how to connect the system controller power cables to the power sources. These sections explain that when connecting to 14v battery clips, align the half circles inside system controller power cable connector with the power cable connector for the battery clips. Do not try to join misaligned connectors, which can damage them. Firmly push together the two connectors, and tighten the connector nut until secure. Hand tighten only¿do not use tools. Heartmate ii patient handbook and heartmate ii instructions for use cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.